Event description:
It was reported that during a septation gastric procedure, the surgeon complained about the quality of stapling, bled beyond normal. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was there any other issue noted with staple line other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Was there any patient consequence or change in post-operative care for the patient as a result of the event? What was the product code and lot/batch number for the stapler used with the ecr45b cartridge (ex, ec45, sc45, ec45a, etc)?